Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The lvad remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to a red heart alarm sounding from the system controller. The driveline was properly connected and pump power was guaranteed. The pump started a few times but could never reach the set speed. The system controller log files showed that due to increased pump power consumption, the pump stopped repeatedly. Due to the bad prognosis and the very poor general condition of the patient, the doctors decided against a pump exchange. The driveline was cut off, and the patient continues with palliative treatment with the pump stopped. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of the pump not reaching the set speed was confirmed through the evaluation of the submitted log file; however, a specific cause for this finding could not conclusively be determined. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information regarding pump stops, as well as all system controller alarms and the actions associated with them. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.